Event description:
According to the reporter, on (B)(6) 2017, during a vats procedure, the doctor encountered difficulty to disengage he reload from lung tissue after full firing. With force, the reload was removed from the transected tissue, however, it also tore up the stapled buttress material from the tissue as well. In order to complete the case, doctor did manual scissors cutting from the un-detached buttress material. No reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the pushers of were all fired, but the sled was not fully advanced. The distal suture on the anvil side was still anchored on reinforcement material. Functionally the reload was loaded into a pmv representative instrument. The interlock was overridden and the reload was cycled without hesitation or binding. All sutures on the distal end of the anvil and cartridge were released. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the unreleased sutures may occur if the firing sequence is not completed. In this situation, the internal hinges which release the sutures may not engage fully and reinforcement material may not deploy properly. The information booklet which accompanies each product shipment offers the following as a warning and precaution. When using the endo gia reinforced reload with tri-staple technology with the idrive ultra powered handle and endo gia adapter in challenging applications, the firing sequence may stop prematurely. The propensity to stop prematurely may increase if the reload is in the articulated position. If the firing does stop prematurely, release the blue close/fire button, assess the tissue for obstructions and wait approximately 15-30 seconds to allow tissue to compress. After waiting 15-30 seconds, press the close/fire button to continue the firing stroke. The knife blade will stop automatically at the distal end of the reload when the firing stroke is complete.¿ the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.